Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device remains in service. The reported malfunction could impact the delivery of critical therapy and may cause or contribute to death or serious injury if the malfunction were to recur. No adverse patient effects were reported.